Event description:
It was reported that the user did not enter the dexcom g7 sensor code into the ilet pump, resulting in a ¿dosing stopped¿ notification, while the code was only entered into the g7 app. Symptoms included no reported adverse clinical effects and blood glucose reportedly remained unaffected during the event. Outcomes included user education and successful guidance to enter the g7 code into the pump, with a plan to monitor for sensor readings. Investigation included troubleshooting and education on correct sensor pairing and code entry workflow for the g7 with the pump. Investigation of this case revealed user error related to incorrect or incomplete pairing workflow rather than a device malfunction, with the pump operating as designed when the required sensor code is not provided. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to enter the g7 code into the pump.